Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient began having pain approximately 6 years ago but elected not to have a revision. The recent lab indicated an infection. Upon entering the joint, there was a large cyst. The surgeon described this as a "pseudo tumor". This was filled with black, brown, grayish fluid. All implants were removed and a temporary hip spacer was implanted. No implants were loose. No surgical delay noted. Doi: (B)(6) 2012. Dor: (B)(6) 2020. Left hip.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.